Event description:
Pt in or for elective replacement of battery depleted pulse generator. Routine evaluation of lead with pacing analyzer revealed malfunctioning ventricular pacing lead. The ventricular bipolar pacing threshold was 2.5v at 0.5 ms pulse width. The ma was 25 at 5v and psa would not measure impedance at all. The unipolar pacing threshold was 3.3v and paced pocket at that threshold value. Question possible lead insulation failure.